Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Inspection of the system revealed a build up of a white precipitate around the pump 2 and wd (wash displacement) ports on the valve manifold. The fse replaced the valve manifold and ran qc. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. Inspection of the system revealed a build up of a white precipitate around the pump 2 and wd (wash displacement) ports on the valve manifold. The fse replaced the valve manifold and ran qc. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant troponin (tni) results were obtained on the advia centaur cp instrument. The laboratory retested the samples and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin results.

Event description:
Discordant troponin (tni) results were obtained on the advia centaur cp instrument. The laboratory retested the samples and corrected reports were issued. There are no known reports of adverse health consequences or patient intervention due to the discordant troponin results.